Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 162 mmol/l. A second sample was collected from the patient in the emergency room and this sample had normal sodium results. The patient contacted the laboratory after receiving the normal sodium results in the emergency room and a repeat of the complained sample was requested. The complained sample was repeated three times, resulting in sodium values of 141 mmol/l, 140.5 mmol/l, and 140.7 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The sodium electrode lot number was duf, with an expiration date of 08-apr-2026. The field service engineer replaced a vacuum nozzle and zipper nozzle as a preventive action. Performance testing was run on the analyzer and there were no issues. Ise checks were performed and there were no noise errors. Calibration and controls were run and the results met the customer's guidelines. Precision studies recovered within guidelines. The investigation is ongoing.

Manufacturer narrative:
Calibration data was acceptable. The customer stated that quality controls were acceptable. A review of alarm trace data showed multiple abnormal aspiration and sample short alarms near the time of the event. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions were performed.